Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump turned off with warnings. The pump had indicated that 8 ml remained, although the bag was emptied. The continuous infusion rate had been 2.5, with a total reservoir volume of 115. According to the pump, 104.50 had been given, but the patient had received 115. There was patient involvement, no patient injury was reported.